Manufacturer narrative:
(B)(4). Analysis of the pump (sn; (B)(4)) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-mar-09, information was received from a healthcare professional (hcp) and patient via a manufacturer representative (rep) regarding the patient who was receiving compounded baclofen (400 mcg/ml, 92.79 mcg/day), prialt (25 mcg/ml, 5.8 mcg/day), dilaudid (5 mg/ml, 1.1599 mg/day) and dilaudid (400 mcg/ml, 92.79 mcg/day) via an implantable pump for complex regional pain syndrome. On (B)(6) 2017, the patient was refilled at home and after reviewing the patient's logs, it was discovered that the patient had two motor stall of their pain pump. The first motor stall occurred on (B)(6) 2017 at 09:31 with a recovery occurring on (B)(6) 2018 at 09:42. The second stall occurred on (B)(6) 2017 at 13:03 with a recovery occurring on (B)(6) 2017 at 13:26. The patient noted that they were taking their son to ask "cardiology for an EKG on august 3". The patient did note greater issues with headache and nausea on that day, btu did attribute this to traveling and not issues with their pump. The patient stated that they were not able to tell a difference in their therapeutic relief. The information was reviewed with their hcp on (B)(6) 2017, who recommended that, if the patient had 1 more stall, that it would be replaced. The pump had an estimated early replacement indicator (eri) at 23 months. The pump was explanted and replaced on (B)(6) 2018. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.